Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to check for any air or fibrin. The hp stated there is air in the line. The tsr assisted the hp to end therapy. The tsr advised the hp to contact their nurse. There was patient involvement; however, there was no injury or medical intervention reported.